Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that errors occur intermittently upon start up of the device. There was no patient impact.